Event description:
The customer reported that although this unit is functional, the info on the bottom half of the display is missing and the printout is missing the top half of the info, intermittently. There was no report of pt involvement.